Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.